Event description:
Edwards received information the surgical valve was implanted approximately 10 years at time of valve-in-valve procedure. The reason for the procedure was due to severe symptomatic mitral stenosis and regurgitation. Patient presented with nyha class iii-IV. Patient was discharged on post-operative day one (1) in stable condition.

Manufacturer narrative:
H10. Additional manufacturer narrative: the cause of the event was due to patient factors and progression of patient's underlying valvular disease pathology.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 29mm mitral pericardial valve implanted for an unknown implant duration underwent valve-in-valve procedure due mitral stenosis and regurgitation. A 29mm transcatheter valve was implanted inside the 29mm valve. The current patient status is unknown.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to a1, a2, b5.

Event description:
It was learned the patient was discharged in stable condition. The physician did not indicate the event was attributed to device malfunction or failure.